Event description:
It was reported that patient underwent procedure on (B)(6) 2012. During procedure surgeon attempted to debulke the femur canal with the reverse currette four times when tip fractured. Surgeon then attempted three times with a 9.5 disk drill before the tip fractured again. Both tips remain in patient.

Manufacturer narrative:
Examination of returned device found fracture due to bending overload. There are no visible defects that appear to be caused by biomet. User error is suspected. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01755-1 / 01756-1).

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "intraoperative fracture or breakage of instruments has been reported." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01755 / 01756).